Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2023 due to an elevated blood glucose (bg) level of "high", specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.